Event description:
It was reported that a malfunction alarm occurred. Customer performed reset on their own, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.